Manufacturer narrative:
Pending investigation.

Event description:
The customer reported multiple occurrences of false positive cocaine using the alere iscreen 5 panel test (doa-254). False positive results have been confirmed by a laboratory method. No additional information provided by customer.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house drug free donor urine and all devices showed negative results for coc analyte at read time and met qc specifications. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.